Event description:
Mr (B)(6), reported to the sales rep, (B)(4), via email that a female patient of his who underwent a shape match procedure in (B)(6) 2011 is going to be revised in (B)(6) this year as she is "unhappy with her knee and has varus/valgus instability."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding varus/valgus instability involving an unknown triathlon knee was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted did not appear to be triathlon device related. While this shapematch cutting guide was within the scope of product recall ra 2013-060, this pi was not felt to be related to the shapematch cutting jigs. Varus/valgus instability experienced by the patient is felt most likely to be due to residual malalignment of the left leg.¿ conclusions: the exact root cause could not be determined as no devices and insufficient information was received by stryker orthopaedics. There is no indication the event is device related.

Event description:
Mr (B)(6), reported to the sales rep, (B)(6), via email that a female patient of his who underwent a shape match procedure in (B)(6) 2011 is going to be revised in november this year as she is "unhappy with her knee and has varus/valgus instability."